Event description:
Baxter (B)(4) received a report that an infusor had a separated fill port cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. This condition has the potential to interrupt therapy or breach the sterile fluid pathway.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation. Visual examination of the unit confirmed that the fill port cap was separated from the fill port. Further examination of the fill port and cap showed no signs of physical abnormality. The root cause was operator error during the manual fill port cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted on (B)(4) 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.